Event description:
A patient reported they were unable to test on their ot ultra meter. The patient's meter allegedly would only prompt error 5 message and was not resolved with troubleshooting. There was no result on their meter. Customer continued to take their insulin without knowing what their blood sugar reading was. No further information has been reported.